Event description:
A customer reported "4017 spec.sy clog detected" error message on the aia-360 analyzer. The customer primed seven times and performed a wash sample nozzle. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse verified the issue by the printout. The fse checked hand touch ad values, performed an impasse detect procedure, primed the diluent multiple times and visually inspected the sample nozzle for clogs. While inspecting the nozzle, it was inadvertently bent by the fse. The fse replaced the bent sample nozzle, resolving the issue. The fse verified the analyzer was operating properly. No further action required by the fse. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for failure mode "4017 spec.sy clog detected" on the aia-360 analyzer. There were twenty seven similar complaints identified during the search period, including this case. The aia-360 operator's manual under section 7-1: list of error messages states the following: [4017] spec.sy clog detected description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was due to a clogged sample nozzle, cause traced to maintenance.